Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reports pain at the ins site for 24 hours following charging. The patient does not feel pain while charging. This has occurred 4 times beginning 3 weeks ago. The patient is going to see their healthcare professional (hcp). No further complications were reported/are anticipated. Additional information was received from the patient on (B)(6) 2019. The patient was calling to provide an update to the follow up letter sent. The patient has not had troubleshooting done yet. The only issue they have is just when recharging the device and putting a belt on and do the recharging process about 30 min later they have a pain underneath the area. The patient states this is not going down to knee cap. Only recharge pain and within 24 hours it is gone. It is not continued pain. During the process, they do not feel heat, aggravation and this only happens after the charging session is complete and only about 30 min later feels this pain. The patient has an appointment with their healthcare professional (hcp) this coming week with the hcp and a manufacture representative (rep) . The device is working great and they cannot say enough good things. The only thing has changed is the duration of the pain. 3 nights ago, it was the worst pain. They felt it right under the disc. They had to sit up when sleeping. This didn¿t start until the 4th time charging. It feels like after surgery type pain. The patient can feel the ins and the ins moves when they touch it. No further complications were reported/are anticipated.